Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -13.0 diopter, implantable collamer lens was implanted upside down into the patients left eye (os) on (B)(6) 2022. The lens was implanted, removed and replaced intraoperatively and the problem resolved. It was reported that the replacement lens was placed vertically. Cause of event was unknown.